Manufacturer narrative:
On january 25, 2024, the mentor failure analysis lab received the device for evaluation. Upon receipt, a date of explant was confirmed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Leak testing was performed, in accordance with mentor procedures, and it three tears (tears a, b, and c)on the anterior view, measuring approximately 0.2 cm, 0.1, and 0.1 cm, respectively. In addition, no other tears were detected during the analysis. Microscopic examination was performed on the edges of the three ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with two 275cc mentor memorygel breast implants experienced bilateral ruptures post-operatively. As a result, the patient underwent explantation on an unspecified date. This report is for the right side device.